Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to rectal mucosa during an open stapled hemorrhoidopexy, the device was partially fired and the patient had bleeding on the staple line, and it had disruption at anal verge. Resulting in severe pain which causing retention of urine and prolapse of distal part below dentate line. To complete the case, the surgeon performed suturing at the anal verge as the staple line was not appropriate, but patient was having occasional bleeding at staple line. This resulted to extended hospital stay for a day.